Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller noted specific cartridge alarm notification from device. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and then resumed insulin use, and no further problems were reported.